Event description:
It was reported that the distal end of the bd alaris¿ pump module smartsite¿ infusion set tubing cracked and leaked out fluid. The following information was provided by the initial reporter: "the issue was that the leur lock on the distal end of the tubing cracked and then fluid started leaking. This happened on (B)(6) 2023. There was no harm to the patient. The tubing set was replaced... What was the medication/fluid in use at the time of the event? I am unsure of the fluid/medication that was being used at the time of the event. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? No".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: a complaint of male luer cracking during use was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the distal end of the bd alaris¿ pump module smartsite¿ infusion set tubing cracked and leaked out fluid. The following information was provided by the initial reporter: "the issue was that the leur lock on the distal end of the tubing cracked and then fluid started leaking. This happened on (B)(6) 2023. There was no harm to the patient. The tubing set was replaced... What was the medication/fluid in use at the time of the event? I am unsure of the fluid/medication that was being used at the time of the event was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? No."